Manufacturer narrative:
The product was not returned and was discarded by the hospital. The root cause could not be determined for this device. Therefore, a CAPA was not initiated for this event. This information will be included in trending and future CAPA determinations. The lot was not provided for a device history review could not be performed.

Event description:
It was reported that a patient experienced a perforated right ventricle. The endoplege coronary sinus catheter was in place and it's guidewires at the time of injury. The patient had a small perforation of their right ventricle. The perforation had filled the pericardium and caused a tamponade requiring immediate sternotomy and repair. The intended right anterior thoracotomy avr replacement turned into a sternotomy rv repair, followed by an open avr. The md does not believe it was the endoplege that caused the injury as he claimed never to have crossed the tricuspid valve and another anesthesiologist watched the tee placement of the device, and confirmed this. They are unsure of what device specifically caused the injury. The perforation was noted to be at the apex. The product was discarded by the hospital.